Event description:
Same case as MFR ID #2134265-2014-00854. It was reported that catheter perforation occurred. The target lesion was located in the superficial femoral artery (sfa). A rubicon 35 catheter was placed. A zipwire stiff 260 was advanced through the rubicon; however, the guide wire perforated the catheter about 3 inches from the distal end of the catheter. The guide wire also perforated the patient's sfa. The physician ballooned the vessel until the vessel was able to clot and restore itself. The procedure was with rotational atherectomy at a different site. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event : 80s. (B)(4).

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: examination of the returned device revealed there was blood present on the device. There was contrast in the lumen. There were numerous kinks throughout the shaft. There was a hole in the shaft 14mm proximal of the proximal markerband. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR ID #2134265-2014-00854. It was reported that catheter perforation occurred. The target lesion was located in the superficial femoral artery (sfa). A rubicon 35 catheter was placed. A zipwire stiff 260 was advanced through the rubicon; however, the guide wire perforated the catheter about 3 inches from the distal end of the catheter. The guide wire also perforated the patient's sfa. The physician ballooned the vessel until the vessel was able to clot and restore itself. The procedure was with rotational atherectomy at a different site. No additional patient complications were reported and the patient's status is fine.